Event description:
Results of "165 and 102 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The patient also reported peeling strips, which does not affect the accuracy of the meter. The correct testing technique was used. No control solution tests were performed.